Event description:
The customer reported that during a patient event the heartstart mrx failed to shock. The patient was treated with a second heartstart mrx which was able to deliver shocks. The patient expired.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. The reported issue was confirmed in the logs, but was unable to be reproduced as the device had no trouble found. A clinical review of the event logs has indicated that there was no indication that the users attempted to charge the device during the event. The patient was treated with a second heartstart mrx which was able to deliver shocks. The patient was reported to have passed away on (B)(6) 2015. There were no repairs or replacements required for this event as the device passed all testing. The device remains at the site for use. Philips is unable to confirm that a malfunction occurred. Therefore the cause cannot be determined.

Manufacturer narrative:
.